Manufacturer narrative:
The astral device was not returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If/when more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf137) related to communication issue with pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf137) related to communication issue with pneumatic block. There was no patient harm or serious injury reported as a result of this incident.